Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during a procedure on an unknown date. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket to crush a stone. However, the trapezoid basket broke and the basket was jammed on the stone in the duct. The tip of the basket detached but the basket was still unable to be removed from the stone. A sohendra handle was then used and the basket was successfully removed from the patient. Additionally, it was reported that the sheath came off in pieces and was very sticky, making it difficult to thread into the sohendra handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6) 2020*** it was reported that after removing the trapezoid rx basket, they used a combination of balloons and another of the same basket to clear the duct and complete the case.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h2: blocks b5, e1, and e3 have been updated based on additional information received on february 07, 2020. Block h6: device code 2921 captures the reportable event of "basket failed to release stone". Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during a procedure on an unknown date. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket to crush a stone. However, the trapezoid basket broke and the basket was jammed on the stone in the duct. The tip of the basket detached but the basket was still unable to be removed from the stone. A sohendra handle was then used and the basket was successfully removed from the patient. Additionally, it was reported that the sheath came off in pieces and was very sticky, making it difficult to thread into the sohendra handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.